Manufacturer narrative:
Cubby beds has attempted to obtain additional information relevant to the investigation of the event of broken safety sheet locks and damaged zipper. Follow up attempts: 12/31/24, 01/02/25, 1/17/25, and 1/20/25. Photos of the damaged components were requested but not received. The attempts for additional information and photos were unsuccessful and no additional information was made available for this investigation. The manufacturing process utilized by cubby beds' supplier of bed frame poles includes an inspection of the hardware box for each bed to ensure that two locks and keys are included in the box, and that the frame hardware box is placed in the frame poles box. The relevant inspection checklists were reviewed, and no nonconformances were found. It could not be confirmed whether a lock was missing from the product's packaging or misplaced during installation. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. No injuries were reported.

Event description:
The parent stated the child is unzipping himself out of the bed and eloping, including by going through the safety sheet of the bed. The parent stated the child has broken zippers and locks. One lock is missing. There was no report of injury.